Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork. (B)(4). Faliure (event) observed during analysis. Analysis found insulation abrasion from the inside out at 38.5cm from connector pin.